Event description:
This resident was in an 80 inch electric riser bed with head/foot boards. The bed motor was plugged into an electrical outlet beside the bed. Staff members saw smoke and found the resident's bed in flames. The resident was transferred to a local emergency room and flown to a hospital burn center. Pt died from injuries 2 days later. Reporter does not have official findings from the state fire marshall, at this time, regarding the origin of the fire.